Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you clarify whether or not the device delivered any staples? If yes, were the staples formed properly? No did not form properly. If yes, was the staple line complete? No the staple line was not complete. The event description states that "there was a cut line", however, was the cut line complete? No it was not complete, the device stopped after the trigger was pulled and locked. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Cut line could not be fully assessed, stapler only went for a few mm before stopping and locking. If staples were delivered, was the staple line and cut line equal in length? Could not be fully assessed, the stapler only went for a few mm before stopping and locking how was the bleeding controlled? Kelly clamp, manual pressure, a different stapler device was on the field. Was there any patient consequence as a result of the event? Surgeon frustration with the device, and cost of another stapler that didn¿t need to be opened if this one worked

Event description:
It was reported that during a right liver resection procedure, on the fourth firing the surgeon was coming through the portal pedicle of the right liver, the battery died and stopped about one tenth of the way through the firing. The manual override was used to remove the device. There was a cut line. It is unknown if staples were deployed or if staples formed. There was some bleeding at the site. The volume of blood loss is unknown. It is unknown if blood products were necessary. Bleeding was controlled and the case completed using another device of a different product code with no harm to the patient.